Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(4) stating that the device required service as needed. During servicing, damaged bearings/corrosion was found. It is known that the device was not used in surgery. It is not known whether there was injury or if medical intervention occurred. There was no add'l info provided.